Manufacturer narrative:
Event date: date of article publication review of embolic protection devices in percutaneous peripheral intervention vascular disease management (2021) 18(6):e95-e98 if information is provided in the future, a supplemental report will be issued.

Event description:
This study trial review discusses the current data available for debris burden of different atherectomy devices and efficacy of infrainguinal epd. Several study trials were reported where spider fx embolic protection, silverhawk and turbohawk directional atherectomy were used in the procedure. The article reported the following adverse events reported in the trials reviewed: embolization, myocardial infarction, dissection, perforation and thrombus. Death was reported in the article but in patient with none medtronic device(s) used. No further injury reported.